Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported to us by our country representative in (B)(4) that a vns programming physician's office has contacted them and reported that they had a vns patient with high lead impedance on their system diagnostic testing. In (B)(6) 2007, diagnostics gave a high impedance reading. This was rechecked in (B)(6) 2008 and impedance was normal, output status ok, and dc-dc code of 4. In (B)(6) 2009, 7/limit/high was attained and it was reported that the site reviewed an x-ray and it was reported as normal with no obvious lead break. The patient was seen again (B)(6) 2010 with the same results as (B)(6) 2009. There are no patient adverse events reported in conjunction with their high lead impedance. The patient's parent feels like they are still getting benefit from the vns. Advice has been provided to the site to program their vns off related to their high lead impedance. No surgical interventions are planned at this time. No injury or fall was reported, but the patient does experience frequent seizures, so a fall cannot be ruled out. X-rays were received and reviewed at the manufacturer and no obvious lead discontinuity was noted in the portions of the lead that could be seen. Only one view was available. The majority of the lead could not be visualized. The positive electrode appeared to be more uncoiled around the vagus nerve than the negative electrode. No other views were available to see if there was an issue in that area or to view from another angle. It is unknown based on the review if the anchor tether is in alignment. There was no strain relief bend or loop present. No further portions of the lead or generator were in the view. Based on the x-ray review no obvious lead discontinuities were observed in the x-ray images provided. The generator area and majority of lead body could not be seen. An issue with the positive electrode region cannot be ruled out based on the one view available. The pin being fully inserted could not be assessed or the presence of an unpronounced lead discontinuity cannot be ruled out.